Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A bent pin was found inside the video connector, causing no image with olympus series 180 scopes.

Event description:
A user facility reported to olympus that no images were produced when using the olympus cv-190 with olympus series 180 scopes. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was user handling.